Event description:
No difficulties were noted during insertion. The patient felt the bandage wasn't fixing and requested a dressing change. During the removal of the dressing, it was observed that only one adapter was there and the catheter was missing. The clinician tried a surgery to remove the catheter, but didn't have any success. An eco-doppler was performed twice and two new surgery attempts were performed, also without success. The patient's arm was inflamed. The clinicians are waiting for the arm's recovery to try another surgical intervention. The incident required an extra day of hospitalization. The patient is stable and now in home care. The patient is receiving antibiotics and anti-inflammatory medications.

Manufacturer narrative:
The sample will not be returned for evaluation as the adapter was discarded by the hospital and the catheter has not been found. This incident is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted.